Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. All available information has been provided.

Event description:
It was reported that the device was manipulated by the patient's family and over infused.